Manufacturer narrative:
Investigation conclusion: investigation pending.

Event description:
Patient self tester's alleging discrepant inratio values. Patient self tester's therapeutic range: 2.5 - 3.5. On (B)(6) 2015 inratio = 4.0. On (B)(6) 2015 inratio = 1.2 no reported adverse patient sequela. No additional information provided.

Manufacturer narrative:
Investigation conclusion: the customer did not provide a laboratory comparative for the reported inratio value. The accuracy of the customer's result could not be determined without additional information. It is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history of the lot was performed. In house testing on retained strip lot 376826a meets criteria. The product performed as expected. A review of the manufacturing records for the lot did not uncover any non-conformances. The lot met release specifications. Root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.